Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that during re-warming of the pt, the surgeon heard a rattle sound for about 10 seconds. One minute later, the arterial blood turned the same color as the venous blood; pco2 60mmhg, po2 11mmhg, hco3 19.7meq/1, and sao2 7%. Between the rattle sound and blood color change, the perfusionist received a "service gas system" error message on the central control monitor. The system 1 integrated gas system malfunctioned resulting in no gas flow to the oxygenator and loss of control via the central control monitor sliders. While troubleshooting, the pt was cooled from 34 degrees to 29 degrees celsius. After attempts to provide gas flow via the manual gas controls at the base of system-1 were unsuccessful, the perfusionist set-up an external mechanical blender system and connected a gas line directly from this to the oxygenator. Gas flow was established the arterial blood quickly brightened; pco2 39mmhg, po2 539mmhg, hco3 22meq/1, sao2 100%. This event delayed the procedure approx 30 mins and the period of hypoxia was about 21 mins. Once re-warmed the pt was successfully weaned from cardiopulmonary bypass and follow-up with the user found that there were no adverse consequences to the pt as a result of this event.